Event description:
It was reported that the device would cycle power on its own. It was also indicated that the service light was on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The cause of the reported problem was determined to be a heat sensitive ic chip, designator u8, on the user interface pcb assembly. After replacing the user interface pcb assembly proper device operation was confirmed through functional and performance testing. The device was returned to the customer for use.